Manufacturer narrative:
UDI (B)(4). The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. There was no allegation or indication of an edwards device malfunction. Review of complaint data reveals the patient had a short left main height. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. There was no imagery provided to review. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggests the event was related to patient factors e.g. Low left main height and procedural factors (coronary protection with anticipated possible coronary obstruction, device manipulation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards field clinical specialist regarding a 23mm sapien 3 valve in the aortic position via transfemoral approach with the 23mm commander delivery system and 14f esheath. Due to low left main height the team elected to protect the coronary artery with a guide catheter, guide liner and a coronary stent. Post deployment of a 23mm sapien 3 valve with the 23mm commander delivery system and 14f esheath, the left main was found to be patent. The guide liner was removed and when removing the coronary stent, the stent sheared off the balloon and found to be lodged between the left main coronary artery and sapien 3 valve frame. The operators were able to be pull the coronary stent out of the left main and position the stent between the sapien 3 valve frame and stj. Patient was stable and the coronary flow was patent via angiogram.